Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
(B)(6) study. It was reported that angina occurred. In (B)(6) 2012, the patient presented due to stable angina pectoris. Subsequently, the index procedure was performed. The 90% stenosed, 12mm in length, eccentric, type b2, diffused lesion of more than 2cm in length and 2.5mm in diameter target lesion, no thrombus, no lesion of bifurcation area was located in the mildly tortuous, mildly calcified proximal right coronary artery (rca). The lesion contained below 45 degrees of flexion. The lesion was treated with pre-dilation and placement of a 2.5x16mm promus element drug-eluting stent at 20 atmospheres. Following post dilatation, residual stenosis was 0% and timi flow iii was restored. On the following day, the patient was discharged from the hospital. In (B)(6) 2016, the patient presented due to unstable angina pectoris in the proximal rca. Three days later, the lesion was treated with percutaneous coronary intervention (pci). Four days post procedure, the symptoms disappeared.